Event description:
Hosp advised that the pump was set up at 9:00 am to infuse dopamine. The pump alarmed upstream occlusion and air in line. The pump was replaced with another device. No pt consequence. No further info available.